Event description:
The initial attorney report alleged pain, infected mesh, fistula and mesh explant due to the defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, pt underwent laparoscopic "uneventful" ventral hernia repair with composix mesh. Transfacial prolene sutures were placed on the four corners of the mesh. A non-bard tacking device was then used to secure the mesh to the anterior abdominal wall on all four sides. On (B)(6) 2005, pt underwent exploratory laparotomy, excision of infected mesh, control of two small bowel fistulas, and debridement of soft tissue infection. The mesh was found to be free floating except for the transfacial sutures which had held it in place, this allowed easy removal. On (B)(6) 2005, pt admitted for (B)(6). On (B)(6) 2006, pt underwent exploratory laparotomy, takedown of two enterocutaneous fistulas, small bowel anastomosis, cholecystectomy, and primary repair of ventral hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. Based on the info provided, we are unable to determine why within ten days of implant the tacked mesh was "free floating." The medical records indicate that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. While the source of the pt's infection is unclear, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.